Manufacturer narrative:
As reported in a legal brief, an unspecified period of time after placement of a trapease filter, the patient had constant chest pain and compromised respiratory system.  As a result, the patient suffered serious injuries and damages which will reportedly require extensive medical care and treatment.  The product was not returned for analysis. A review of the manufacturing records could not be conducted without a lot number. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated.  The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. As per the instructions for use (IFU), implantation of the trapease filter is contraindicated in patients with uncontrolled infectious disease. There are possible patient and pharmacological factors that may have contributed to the reported events of severe and constant chest pains and compromised respiratory system. The reported chest pain and compromised respiratory system could not be confirmed without films for review. Factors that may have influenced the event include patient, pharmacological and lesion characteristics. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, (B)(6) vs. Cordis, an unspecified period of time after placement of a trapease filter, the patient had constant chest pain and compromised respiratory system.  As a result, the patient suffered serious injuries and damages which will reportedly require extensive medical care and treatment.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. After an unspecified period of time after placement the patient experienced chest pain and a compromised respiratory system. As a result, the patient suffered serious injuries and damages which will reportedly require extensive medical care and treatment. The indication for the implant was deep vein thrombosis (dvt) and pulmonary embolism (pe) with probable recurrence on heparin. According to the operative report, the filter was positioned just below the renal veins and in perfect position within the vena cava at the time of implant. Additional information contained in the patient profile form indicate that the device is unable to be removed although there have been no known documented attempts at removal. The patient is reported to continue to experience anxiety related to the device. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films or post-implant images for review, the reported allegation of retrieval difficulty could not be confirmed. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Chest pain, a compromised respiratory system and anxiety do not represent a malfunction of the device and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the device and the reported events. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, the patient underwent placement of a trapease vena cava filter. The indication for the filter placement was reported to be deep vein thrombosis (dvt) and pulmonary embolism (pe) with a probable recurrence while on heparin. The filter was implanted via the left common femoral vein and was placed in an infrarenal position. Approximately seven years after the filter implantation, the patient became aware that the filter was associated with perforation of the inferior vena cava (ivc) that was abutting an organ. In addition, the patient indicated that the filter could not be retrieved; though attempts to retrieve it were not documented. The patient further reported having experienced constant chest pain, a compromised respiratory system, mental anguish, worry and anxiety associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation and device embedment events could not be confirmed and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. The predominant concern for embedding within the wall of the ivc is the development of endothelialization. Endothelialization is the healing of the inner surfaces of vessels or grafts by endothelial cells. This is the normal process whereby the body heals and recovers from invasive procedures. The trapease vena cava filter is designed for permanent implantation. Endothelialization has been shown to occur in as short a period as twelve days. Due to the nature of the complaint, the reported chest pain and respiratory disorder experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. The anxiety experienced by the patient does not represent a device malfunction. Anxiety, part of the body¿s natural response to stress and can cause feelings of, but not limited to, nervousness, mental anguish, fear, unease and worry. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period of time after placement of a trapease filter, the patient had constant chest pain and compromised respiratory system.  As a result, the patient suffered serious injuries and damages which will reportedly require extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to deep vein thrombosis (dvt) and pulmonary embolism with probable recurrence on heparin. The medical records from the index procedure reported the filter was deployed in perfect position and the patient was in good condition. The ppf indicates that the device is unable to be removed although there have been no known documented attempts at removal. The patient is reported to continue to experience anxiety related to the device. The following additional information was received per updated legal brief: the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and perforation abutting an organ. Per the implant records, the patient was reported to have a pre-procedure diagnosis of deep vein thrombosis (dvt) and pulmonary embolism (pe) with probable recurrence while on heparin. The patient underwent a venogram of the left leg and inferior vena cava (ivc), in addition to placement of the trapease filter. A small needle was inserted into the common femoral vein and a wire was passed upstream and met some resistance; therefore, a venogram was performed which showed the superficial femoral, the profunda, common femoral, and iliac to be adequate. A venogram was completed revealing a good vena cava. The trapease was then positioned and deployed just below the renal veins. A repeat venogram showed the trapease filter to be in perfect position. The patient was taken to recovery room in good condition. According to the information received in the redacted- amended patient profile form (ppf), the patient also reports ivc perforation and perforation abutting an organ and became aware of these events approximately seven years after the filter was implanted.

Manufacturer narrative:
Additional information: section h6 (evaluation codes: patient code 2135). Complaint conclusion: previous codes of chest pain, respiratory compromised, embedded and anxiety, new code of perforation it was reported that a patient underwent placement of a trapease vena cava filter. At an unspecified period of time after placement the patient experienced chest pain and a compromised respiratory system. The indication for the implant was deep vein thrombosis (dvt) and pulmonary embolism (pe) with probable recurrence on heparin. According to the operative report, the filter was positioned just below the renal veins and in perfect position within the vena cava at the time of implant. Additional information contained in the patient profile form indicate that the device is unable to be removed although there have been no known documented attempts at removal. The patient is reported to continue to experience anxiety related to the device. Subsequent information indicated that the filter has perforated and perforation abutting an organ. There is currently no additional information available. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for permanent use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without procedural films or post-implant images for review, the reported retrieval difficulty and perforation could not be confirmed or further clarified. The timing and mechanism of the filter becoming embedded has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Chest pain, a compromised respiratory system and anxiety do not represent a malfunction of the device and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the device and the reported events. There is nothing in the reported information to suggest that there is a design or manufacturing related issue, as such no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, an unspecified period of time after placement of a trapease filter, the patient had constant chest pain and compromised respiratory system.  As a result, the patient suffered serious injuries and damages which will reportedly require extensive medical care and treatment. The following additional information received per the patient profile form (ppf) indicates the device was implanted due to deep vein thrombosis (dvt) and pulmonary embolism with probable recurrence on heparin. The medical records from the index procedure reported the filter was deployed in perfect position and the patient was in good condition. The ppf indicates that the device is unable to be removed although there have been no known documented attempts at removal. The patient is reported to continue to experience anxiety related to the device. The following additional information was received per updated legal brief: the patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages including, but not limited to: perforation and perforation abutting an organ.

Manufacturer narrative:
After further review of additional information received the following sections age or date of birth, date of report, manufacturer name, city and state, model #, MFR site, date rec¿d by MFR have been updated accordingly.   Additional information is pending and will be submitted within 30 days of this report.